Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported the psi value was high. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned sensor was evaluated. Visual inspection upon receiving revealed no external damage. The sensor failed continuity tests due to an open connection across r1, r2, l1, l2, cb and CT electrodes and an open connection between r1 electrode and the connector. No further functional testing could be performed as the sensor was returned used., corrected data: d4 model # was updated from 4248 to 4248-9.

Event description:
The customer reported the psi value was high. No patient impact or consequences were reported.